Manufacturer narrative:
This event was determined to be supplemental information to manufacturer reference number 2916596-2023-03283. The investigation findings will be submitted under manufacturer reference number 2916596-2023-03283.

Manufacturer narrative:
B3: the event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of driveline infection.